Event description:
The surgeon noticed delamination in the middle of the graft during surgery, specifically at the time of performing a puncture. The surgeon used another graft to bypass the damaged portion of the original graft. The surgical procedure was extended.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.